Manufacturer narrative:
(B) (4). (B) (4) info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a gastric bypass procedure, there was a hole in the sterile packing. Another device was used to complete the procedure. There was no pt involvement.